Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The patient blood glucose levels rose to 400 mg/dl while wearing the pod between 24 and 36 hours. The cannula was inserted into the skin and was visible when the pod was removed. As treatment, the patient removed the pod after 24 hours and gave a pen injection.